Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the painted needed help adjusting their amplitude while laying on their back. The patient wanted to decrease stimulation in this position as it had been preventing them from sleeping. The patient programmer showed stimulation was off. The patient was directed on how to turn stimulation on. It was also reviewed how to enable adaptive stimulation, however the positions were not defined. The patient programmer showed the patient was in group a and there was 1 program in group a but no position icon when upright or laying down. The patient stated that they did undergo adaptive stimulation programmer. The patient was directed to follow up with their primary health care professional. No further complications were reported as a result of this event.